Manufacturer narrative:
Based on the info reported to davol, the pt had a composix kugel mesh implanted on (B)(6) 2005. On (B)(6) 2011, it is reported that the recoil ring of the mesh broke and pierced the pt's small bowel. It was reported that the recoil ring was explanted and a section of the pt's small bowel was excised. Currently, it is unk whether the device may have caused or contributed to the alleged event. No medical records have been received by davol and no sample has been returned for eval. With the info provided, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2005, composix kugel implanted in pt. On (B)(6) 2011, it was reported that the recoil ring broke and pierced small bowel, requiring partial small bowel resection. The ring was explanted and the rest of the mesh remains implanted.